Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reloaded the cartridge and received a minimum fill notification while the cartridge was filled with 200 units of insulin. Customer loaded a new cartridge onto the pump and resumed insulin delivery successfully. Customer¿s blood glucose level was 137mg/dl.